Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with right ventricular over-sensing causing inappropriate tachycardia zoning from (B)(6) 2020. The patient then presented the emergency room with pain in the left lateral intercostal area. Computed tomography and x-rays revealed the right ventricular lead had dislodged and perforated the patient's heart. The lead was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.